Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the suture of rigidloop system breakage. The patient accepted reconstruction of anterior and posterior cruciate ligaments. The suture of rigidloop system broke during procedure. Changed new system to complete. Operation time prolonged 30 minutes. Now patient status is stable.

Manufacturer narrative:
UDI:(B)(4).

Manufacturer narrative:
UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. The white suture was also unraveled indicating excessive tension was used. The label was returned with the device and the part number/ lot number were both confirmed. The blue/white suture had surgical stains but no anomalies were discovered. The implant button was evaluated, no anomalies were discovered. A specific root cause for the white suture breakage cannot be determined as the suture showed no evidence of being cut by a sharp object, however the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).